Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep and/or shallow driver engagement depth.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor was more difficult to mallet into the glenoid using the curved guide. The surgeon noted that the implant did not fully seat initially and expressed concern about the number and intensity of mallet strikes required. No breakage of the inserter shaft was reported. This was discovered during a procedure, with no reported patient harm. Additional information was requested on 22-dec-2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.